Manufacturer narrative:
The insulin pump passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No bolus anomaly noted and the operating currents within specifications. The insulin pump cracked case at the display window corners, cracked case at the reservoir tube window corners, broken battery tube threads, minor scratches on lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump could not deliver bolus. It was reported that the pump would be replaced and returned for analysis. No further information provided.